Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and cooling fan were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system was making a popping noise from the x-ray tube and the tube cooling fan was noisy. No pt injury was reported.